Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device would be explanted due to an inability to successfully interrogate it during a device check. A boston scientific field representative reported there were concerns about the rate of battery depletion and device longevity because other devices had been successfully interrogated that same day with the same equipment in the same location. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
The representative subsequently reported that the patient who was being seen had been misidentified by the clinic and the wrong patient/device chart was pulled, and the issue was not discovered at that time due to communication difficulty with the patient. The interrogation difficulty was due to the patient having another manufacturer's device. This device remains in service with no allegations against it.